Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer noted a small very shallow ulcer approx 7 or 8 mm in diameter, about a cm from stoma, at 12 oclock. Saw wound ostomy care nurse who recommended he try different convex and non convex wafers. Customer does have a peristomal hernia and wore a belt for a week prior to noticing the ulcer. He discontinued use of belt. Will see ostomy nurse again on (B)(6) 2014.